Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that prior to the implant procedure, the device was found to have ventricular fibrillation detection on, ventricular fibrillation episodes, shocks delivered, and some patient information. The device was not used.